Event description:
Atrial noise alert and/or interference potentially affecting the right functioning of the system, far field r-wave oversensing. Noise observed on atrial egms that could prevent normal function of the device. False positive at/af episodes due to noise on atrial egms., the v sensing egms possibly show far field r-wave oversensing. Markers only. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).